Manufacturer narrative:
(B)(4). The complaint was not confirmed by the supplier . The sample was with the specification and without any kind of damage. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A doctor reported to baxter (B)(4) that a leakage of a pre filter pressure dome occurred immediately after connection of the patient. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.